Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Surgeon mentioned that the cuts did not seem as accurate as they usually are. During trialing trial was a little flexed. Ran through the posterior cut and cut more lateral bone and then the trial fit. All pre-surgery checks and checkpoints were good, and registration was good. Fse was informed and went to site today, 12/21/2018, to service. Case was completed with the robot. Case type: tka. Surgical delay: =15 minutes. (B)(4) - updated 1-14-2019. (B)(4) - mps (B)(4) reported rob arm. Date / time of call: 12/21/2018 10:00 am. Duration of call (in minutes): 5. Site: (B)(6) hospital (B)(6). City, state: (B)(6). Robot number: (B)(4). Date of next surgery: (B)(6) 2018. (B)(4). Description of event: mps called after the fact to report that high volume surgeon is saying the arm is cutting differently than previous experience (he has done roughly 150 tka cases). The mps has gone through all the surgical technique troubleshooting/advice and suspects that the robot may have a loose cable. Brandon z has been contacted. Troubleshooting steps taken: see above. Disposition of call: fse attention needed as per surgeon request. Fse escalation required: yes.

Manufacturer narrative:
Reported event: an event regarding inaccurate resection during a total knee procedure involving 3.0 rio robotic arm - mics, catalog: 209999 was reported. Method & results: device history review: a review of the DHR associated with rio 312 found quality inspection procedures successfully passed. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding inaccurate resection. There was one other reported event for the listed catalog number (B)(4). Conclusion: a complete product inspection could not be completed because log files nd session files were not provided after three communications to the mps. Resolution per (B)(4): investigated for reported issue, no defects found. Successfully performed pm service following rio service manual. System successfully passed all validation testing. Verified system is operating within mako tolerances and specifications. Attached all supporting documentation. System is ready for clinical use. Product was not available for evaluation.

Event description:
Surgeon mentioned that the cuts did not seem as accurate as they usually are. During trialing trial was a little flexed. Ran through the posterior cut and cut more lateral bone and then the trial fit. All pre-surgery checks and checkpoints were good, and registration was good. Fse was informed and went to site today, (B)(6) 2018, to service. Case was completed with the robot. Case type: tka. Surgical delay: =15 minutes. (B)(4) - updated 1-14-2019. (B)(4) - mps (B)(6) reported rob arm. Date / time of call: (B)(6) 2018 10:00 am duration of call (in minutes): 5. Site: (B)(6) hospital. Robot number: (B)(4). Date of next surgery: (B)(6) 2018. Mps name: (B)(6). Mps number: (B)(6). Description of event: mps called after the fact to report that high volume surgeon is saying the arm is cutting differently than previous experience (he has done roughly 150 tka cases). The mps has gone through all the surgical technique troubleshooting/advice and suspects that the robot may have a loose cable. (B)(6) has been contacted. Troubleshooting steps taken: see above. Disposition of call: fse attention needed as per surgeon request . Fse escalation required: yes.